Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that the insulin pump had an insulin delivery anomaly. The customer reported that the insulin pump was not delivering insulin. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 195 mg/dl at the time of call. The customer's blood glucose was 498 mg/dl at the time of hospitalization. The customer stated that she experienced headaches and nausea. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer performed high pressure test and the insulin pump passed. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.